Event description:
It was reported that the home patient (hp) experienced peritonitis. The patient was hospitalized for this event on the same day as the onset. The cause of peritonitis was reported to be constipation. The patient was treated with an injection of reflin (1 g, route and frequency not reported) and an injection of fortum (1 g, ip, every day). At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.